Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 03/07/2017. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system, model pcb00v, was returned at the manufacturing site for evaluation. Visual inspection showed that the plunger was in fully advanced position and the cartridge was correctly engaged into lower body of the device. The plunger revealed marks on the treads. The intraocular lens (iol) was not returned. A petri dish with a white particle was also returned and it was analysed using the fourier transform infrared (ftir) spectroscopy. The results revealed that the material was consistent with abs (acrylonitrile/butadiene/styrene). The plunger of the pcb00v is molded from abs material. The customer's reported complaint of debris was verified. The material is part of the impacted product component. However, due to the current controls in place, inspections and the release testing requirements, it's was not probable to be generated during our manufacturing process. This event can be associated to other factors related to the usage practices of the preloaded insertion system and the interaction between the nut component by screwing it through the thread domes of the plunger (screw). Even though abs is part of the product assembly, the possible cause was identified as factors related to the usage practices of the preloaded insertion system and not with the manufacturing process based on the investigation result. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product malfunction. There was a potential product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
There is no indication that the lens was explanted. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA p980040 all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens (iol), a white plastic debris was seen going into the patient's eye with lens. Reportedly, the surgeon removed the debris and left the lens in the patient's eye. No patient injury was reported. No further information was provided.